Manufacturer narrative:
(B) (4).

Event description:
The implantable neurostimulator was damaged due to exposure to a magnetic resonance imaging. The pt normally protected the device by packing 'blue ice' around the implant. The pt's status was reported as fine. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.